Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A gfe was sent to request information regarding the device explant status, patient outcome, and device return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the device explant status, patient outcome, and device return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding the device explant status, patient outcome, and device return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device remains in service. No adverse patient effects were reported.